Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-jul-2019, (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 20-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the leads were showing connectivity issues and high impedances. There were no known environmental or patient factors that may have contributed to the issue and reprogramming was done. The device was explanted and replaced and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Analysis of the lead ((B)(4)) found that all conductors were broken 16.0 cm from the distal end. Analysis of the lead ((B)(4)) found that all conductors were broken 15.8 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #240273930:analysis information -- (B)(6) 2019,14:59:40 cst pli# 30 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Continuation of d10: product ID 97791 product type accessory product ID 97791 product type accessory product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2018,product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt mentioned an issue regarding an old device. Pt reports they rejected the wires in (B)(6) 2016 so removed and put a new device back in. Pt states they left out the components so they could heal as they weren't healing at first. Pt states everything now is working fine. Pt stated they did not have an exact date of when this all occurred, pt states maybe 5 years ago. Agent documented event.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory. Product ID: 97791, serial# unknown, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.